Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the disposable was difficult to attach to the motor drive unit. The procedure was completed with the device with no adverse patient consequences. During inspection, the facility biomed stated that the connector on the front of the unit was misaligned.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the difficulty when inserting the disposable was due to a misaligned cpc connector and a bent sub chassis. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.